Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra is giving is reverting into the setup mode after she replaced her battery. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication and insulin. The product issue began at 8-9 am while the pt took her usual dose of oral medication (100 mg of metformin). One hour later, the pt reportedly developed symptom of shaky. The pt did not receive any medical intervention at the time of concern. The pt was able to resolve her product with training from lifescan's customer service. There was no evidence of product misuse. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.